Event description:
It was reported that, during the implant procedure, the set screw would not completely fasten to the right ventricular (rv) lead pin. An audible click could not be heard. The decision was made to replace the setscrew. The new set screw fastened successfully. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).